Event description:
It was reported that an em2400 valve set was leaking outside of port 4. The issue occurred during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no (additional): (B)(6) (cell). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - englewood 14445 grasslands dr englewood, co 80112 united states. Availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444 mexico. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.